Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to pocket infection. Attempts were made to obtain additional information but were unsuccessful. No adverse patient effects were reported. All available information indicates that the product was explanted.